Event description:
Nine patients developed a later or chronic infection.

Manufacturer narrative:
(B)(6). Risk factors for periprosthetic infection after reverse shoulder arthroplasty. Journal of shoulder elbow surgery, 24 (2): 161-166. This is the final report submitted regarding this surgical event and medical device.